Event description:
It was reported that during a laparoscopic right hemicolectomy procedure the I-blade did not reach to the end of the jaw. The blade was stuck due to the tissue and top jaw was broken when the surgeon tried to advance the I-blade. The broken part was removed from the patient¿s body. It is not known how the procedure was completed.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.